Event description:
Hohn catheter placed by surgeon for administration of cheomtherapy. Hohn was flushed on date of event 25 days later. Pt felt a "pop" and pain in chest. Pt brought to angio suite for dye study of hohn. Hohn broken about 2 1/2 inches from insertion site. Hohn had to be retrieved from the pulmonary artery through the femoral vein.